Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Service was received and evaluated at medifix. DHR review: part number: 284002; supplier lot number: e15a20501m; qty of lot: 20m; release to warehouse date: 4/18/14m; manufacturing date: 4/1/14m; expiration date: n/am; supplier: (B)(4); manufacturing site: (B)(4),; any anomalies or discrepancies in the manufacture of the lot: no. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that during a preparation for procedure discovered that fms vue would not turn on. Procedure performed with another machine. No delay in surgery reported.